Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phacoemulsification handpiece did not sculpt during a procedure. An alternate handpiece was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The phaco handpiece was connected to a calibrated system and tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet all product specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on april 10, 2012. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).